Manufacturer narrative:
Follow-up #1: date of submission 09/23/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: there was no evidence of excessive battery usage or voltage drops observed in the pump's black box. The battery cap was unable to fully tighten. The battery compartment was cracked from the thread area to the case seal. The battery compartment threads were damaged. There was evidence of moisture contamination inside the battery compartment. The pump's current draws were within specifications. There was no evidence of excessive pump temperature duplicated during the investigation. There was evidence of additional moisture contamination inside the pump on the battery canister.

Manufacturer narrative:
The pump has been returned to animas but not yet evaluated. When the device evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was a temperature issue with the pump. The reporter stated that the battery compartment was cracked and moisture was present. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.